Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind and that motor error alarms were noted in the alarm history. The drive support cap was loose and protruding. The blood glucose reading was normal and did not require medical attention. The insulin pump was not returned for analysis.